Event description:
It was reported that during a rotablation procedure, the tip of the guide wire fractured. The physician was unable to remove half of the fractured tip which remained in the patient's distal artery. The patient's condition is reported as "stable".